Event description:
Boston scientific received information that a revision procedure was performed based on lead issues. This cardiac resynchronization therapy defibrillator (crt-d) was exchanged during the procedure because it reached elective replacement indicator (eri). This crt-d was returned to boston scientific for analysis. No adverse patient effects were reported.

Event description:
--

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, analysis confirmed that the reed switch was stuck, which caused the continuous beep tones that was observed clinically. Boston scientific has observed similar device behavior and has conducted an investigation to determine the cause. Our investigation has determined that this behavior is attributed to a component issue, which can cause the reed switch to stick following exposure to a magnetic field. As a result, process changes have been implemented to correct the issue and improve the reliability of the reed switch functionality and an advisory was communicated worldwide in 2010.

Manufacturer narrative:
--